Manufacturer narrative:
Batch record 1906214/1 was reviewed and found to be compliant: (B)(4) products were released on january 14th, 2021. The products were machined by phen'x as per (B)(4). 1 quality file reported on this batch, that could not have caused the issue reported: (B)(4): concessions regarding first batches manufacturing of the quantum reusable instruments. At the date on june 15th, 2023: no other complaints reported on this batch. The product was returned: the defect is confirmed, the instrument has a broken pin. The instrument was manufactured as per drawings and specifications in force at that time: - m05 01001 : m05 016 rev b + m05 066 rev b. No concern raised on this reference as per pms meeting performed on december 08th, 2022. The root cause determined is a wrong use by the surgeon (cf event description).

Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: - a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, - a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description: talar chamfer resection guides (intra-operatively) it was reported by the sales rep, during the placement of the talar chamfer resection guides into hard bone, dr. (B)(6) applied pressure to get the instrument in the desired orientation, levering the instrument to adjust the plane. During the placement of the instrument one of the trocar tips located on the bottom of the instrument broke off. The surgeon was able to remove the broken piece from the bone, by placing a k-wire (same size as the broken piece) into the hole and proceeding with reaming for the lug. The broken piece came out with the lug reamer. Note: the surgeon may have forced the instrument into an orientation outside of the intended use. There was no significant impact to the patient or surgery time. The product was returned to in2 bones, USA and will be shipped to you for evaluation. A tracking number will be provided, when shipped. This reportable event is part of a remedition resulting from a 483 letter.